Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This is one of two complaints concerning the same patient with different adverse events.

Event description:
Patient medical records indicate that on an unknown date patient was treated for left inguinal hernia repair. Relevant patient medical records were requested.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, (B)(4); a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
Medical records did not contain progress notes, surgical reports, lab/diagnostic results or dialysis treatment records pertaining to this alleged left inguinal hernia. Medical records refer to a later event. Medical records did not mention the cause of the inguinal hernia. Medical records did not indicate if patient was receiving dialysis at the time the hernia occurred. There was no documentation in the medical records that indicated any causal relationship between the liberty cycler or the patient¿s left inguinal hernia.

Event description:
Medical records reveal the patient has a surgical history of left inguinal hernia repair before (B)(6) 2015. Actual date of event is unknown.